Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6) was returned for investigation. Upon visual inspection, regular signs of wear and tear were found. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. It was noted that the inflow roller was moving too fast, and no water was passing through the tube; after a few seconds, the machine roller stopped and showed the **pressure fault** message on the operator screen. Per dfu-0212 at revision 0. Table 3. Ar-6480 operator display messages and iconography. Message: **pressure fault** cause: a message appears when the pump is unable to reach a desired set pressure within a specific amount of time. This typically indicates improperly installed tubing or a split in the tube from continuous use. Explanation: insufficient pressure. However, the tube was replaced, and the same failure was received. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017. The most likely reason for the reported failure is the wear and tear damage incurred over repeated use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/18/2023, it was reported by a facility representative via sems-06433955 that an ar-6480 dw arthroscopy pump had an issue with the numbers of the pressure not relating to the numbers coming out of the pump. There was a report of unnecessary inflammation from this issue, which was resolved. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 1/9/2023: the "unnecessary inflammation" was due to more fluid extravasation into the surrounding tissues. The swelling was observed at the beginning of the case. The method of excess fluid removal was performed by discontinuing the use of the pump and discharging from ports. The case was completed using a different pump. The patient was not kept overnight, and there were no other reported adverse effects from this issue on the patient. This was discovered during a shoulder scope procedure.